Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 132 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive up button due to corroded keypad traces. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to unresponsive button. No unexpected numbers ramping and scrolling during testing. The device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address, serial number label and missing end cap sticker.